Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator batteries were replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that during a preventative maintenance visit, the system displayed a generator failure error message. This error message will result in a system shut down. There is no report of pt injury.